Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A delayed keypad output was confirmed and reproduced. A delay of approximately 3 seconds was observed. It was determined that this was caused by a failing processor printed circuit board (pcb). All keys were tested and no incorrect outputs were observed. The processor pcb has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, a delayed keypad response was observed. Any pt involvement is unk as this occurred during baxter's testing.